Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump over delivered insulin while he slept. The paramedics were called, and his blood glucose reading was 17 mg/dl. The customer stated that the insulin pump emptied out the entire amount of insulin into his body. The customer was unable to troubleshoot, and requested a replacement insulin pump as he was very dissatisfied with this one. Nothing further was reported.